Manufacturer narrative:
(B)(4). Batch # n54y4c. The analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colon resection procedure the device malfunctioned. Incident states, equipment was presented to surgical team using sterile technique. Four cartridges were also presented. The 2nd and 4th cartridges did not deploy when device was activated. Equipment was replaced in the field. The procedure was completed with a new device. There were no patient consequences reported.